Event description:
It was reported that during a shoulder procedure using the super multivac 50 ifs, the metal place at the tip of the wand allegedly dissolved and possibly fell into the surgical site. The surgeon is unsure if all debris was successfully removed from the pt. The procedure was completed without further incident or delay. No pt complications were reported as a result of this event.